Event description:
Phlebotomist used a chloraprep to prepare patient's skin for a blood draw. The phleb swiped the sponge over the skin several times causing the patient to cry out with pain. The phleb immediately pulled the sponge away and noted fresh blood on the sponge. The patient was left with multiple deep scratches to the area prepped by the sponge. Subsequently a shard of glass was found protruding from the sponge.